Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: degenerative spine, procedure; l3-l5 decompression and fusion, levels: l3-l5 it was reported that, intra-op, the set screw peeled off a strip while placing onto screw. Surgeon took out set screw, and the skinny strip of it cut through his glove. And contaminated him. Unknown if it punctured his skin, he used peroxide to clean up. The product came in contact with the patient. No fragments of the product remained in patient. No patient complications were reported.

Manufacturer narrative:
Corrected information: product analysis:"corresponding mas associated with complaint not returned for analysis. Functional testing was unable to be performed with surrogate part from the same lot due to stock unavailability. Functional evaluation with sample product mas bone screws and break-off set screws confirmed burrs/debris during tightening and fully seated rod. The above observations are consistent with manufacturing issue."